Manufacturer narrative:
Additional information: based on received information and in situ measurements, it must be assumed that the reported lack of benefit is not device related. A full insertion of the active electrode is confirmed by CT scan and in situ measurements are indicative of a functional device. Additionally, the observed facial nerve stimulation may be an undesired side effect of ci implantation or due to device unrelated medical/clinical reasons. Decision to re-implant is pending surgeon's evaluation.

Event description:
Recipient has no longer hearing sensation with the device. No accident or trauma was reported. The recipient had been successfully activated at the end of (B)(6)2017, but later reported not having benefit with the device. There has been no decision made regarding re-implantation.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely a possible ischemia in the central auditory pathway, possibly due to the reported hypertensive crisis. The patient was not re-implanted with a new device. The damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
Recipient no longer has hearing sensation with the device. No accident or trauma was reported. The recipient had been successfully activated at the end of (B)(4) 2017, but later reported not having benefit with the device. The recipient was explanted on (B)(6)2018. During device explantation, the auditory pathway was tested by inserting a test electrode while the patient was under local anesthesia; no sound could be perceived. Therefore, the surgeon decided to explant the device and not to implant a new one. Per device explantation report, no damages to the device were noted prior to removal. The surgeon commented that the problem is likely central, probably an ischemia due to the reported high blood pressure episode. This has not however been confirmed by imaging yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient no longer has hearing sensation with the device. No accident or trauma was reported. The patient was successfully activated, but recently reported not having benefit with the device. External parts were checked. A CT scan and integrity test have been recommended.